Manufacturer narrative:
Event date was not reported and approximated (B)(6) 2019.

Event description:
It was reported that the catheter and the guidewire were inseparable. The target lesion was located in the circumflex artery. An opticross imaging catheter was selected for use. However, the catheter and the guidewire were inseparable.